Event description:
The customer reported that during a hepatitis core assay, the barcode in position b11 was misread. Summit sample handler, was in use. No death or serious injury was associated with this event. An ortho field svc engineer was dispatched.